Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2020 . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inserts locking mechnism bent during insertion.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed damage that would prohibit assembly with the mating device. Device history record review confirmed the manufacturing lot was manufactured per specification and all raw materials met specification. The root cause of the complaint cannot be determined. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.